Event description:
On 8/11/1998 the facility's "op" coordinator informed the MFR's rep that the facility has encountered 4 problems with this product. (Ref. MDR#'s 1220923-1998-00085. 086 & 087). The facility's "op" coordinator faxed the MFR 4 reports, one for each event. This event concerns the fourth event and states the following: the device was inserted on 12/15/97, and used weekly for 6 consecutive weeks for blood checks and chemo administration with no aspiration problems. On 01/28/98, unable to aspirate blood. On 02/04/98 5000u urokinase was instilled into the device and left indwelling for 24 hrs. Able to aspirate blood and urokinase on 02/05/98. On 02/10/98, unable to aspirate. On 02/18/1998, the device was accessed with 2 huber needles and then able to aspirate after more vigorous flushing. On 03/04/1998, unable to aspirate. On 03/11/1998, a portogram revealed that the catheter tip was in the superior vena cava with no kinking or blockages apparent. On 03/25/1998 and 04/01/1998, able to aspirate with pt lying supine. On 04/10/1998, unable to aspirate. Weekly chemo treatment has been discontinued since then and the pt prefers to have blood drawn peripherally for monthly complete blood count checks. The report indicates that the device remains implanted. No further details were provided.